Event description:
Unsure of day, pt was losing excessive weight, so as an outpatient, prescribed tpn. Part of the process in administering tpn, at home, was to flush the pic line with heparin prior to hook up and after disconnect. As the fiance of pt, I was the emergency contact and assisted with the rx. Facility took blood samples from pic line, for any infection or swelling. That was a 1 week suspension. Recalled effects-some weight gain...constant fatigue. In sept, because of successful weight gain from august dosage, again pt was placed on tpn, at home. Heparin again part of the administering procedure- 2 weeks dosage. The desired effect, weight gain, was not as apparent. At the end of the following month, pt began complaining to doctor of severe headaches, confusion, dizziness, nauseous. Dr only prescribed a strong pain killer. This did not help. After complaining for several weeks, we called 911, the next month. While in hospital, approx eleven days later, again on tpn - no desired effect from it, this round. Still dizziness/confusion were the apparent adverse effects. Discharged from hospital to a rehab facility - while hospice placement occurred. At rehab, no tpn. Thirteen days later - passed away. Dose or amount: 5mg, frequency: 1 day, route: other. Dose or amount: 10mg, frequency: 1 day, route: other. Dates of use: 2007.